Event description:
As reported from FCS, approximately 3 years and 3 months post TAVR with a 23mm a SAPIEN 3 Ultra valve in the aortic position, the patient presents with a failed TAVR valve with a suspected failure mode of HALT.Upon follow up, the VCC advised that The patient had reported valve dysfunction characterized by paravalvular leak (PVL) and central regurgitation, as highlighted by the VCC. The valve was explanted and implanted a surgical aortic valve replacement using a 25 mm Intuity valve. Relevant medical history included hypertension (HTN), end-stage renal disease requiring hemodialysis (ESRD-HD), cerebrovascular accident (CVA) in (b)(6)2006, and a history of smoking. The patient's symptom status was unknown. Preoperative echocardiographic findings included a mean gradient of 24 mmHg and a valve area of 1.42 cm2. Imaging demonstrated valvular regurgitation and apparent paravalvular leak with at least two eccentric jets, one of which intermittently extended greater than 80 percent of the left ventricular outflow tract (LVOT). An echodensity was noted on the leaflet located at the 12 o clock position (non-coronary leaflet), which may have represented thrombus, however, vegetation or artifact could not be excluded. The remaining leaflets were reported to open well. The most recent follow-up echocardiogram was performed on (b)(6)2026 following surgery. No additional actions were reported as taken or planned. The patient's final outcome was reported as stable, and the patient was discharged home.

Manufacturer narrative:
Database upgrade limited characters; D4 UDI: (b)(4) .Investigation is ongoing.